Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose was 272 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.